Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: bi-lateral (r) primary total knee replacement dr (B)(6); (B)(6) 2018: event description as observed by jnj representative: event occured during impaction of the definitive tibial component on the patient's right knee. The impactor (from attune instrument set zzinauk0815) was fitted to the universal impaction handle per the surgical technique. The impactor was being used to impact the definitive tibial tray onto the prepared tibial surface per the corresponding step in the surgical technique. As the surgeon struck the universal handle with a mallet the impactor split into two large pieces. A smaller third piece was observed on the floor of the operating theatre. There we no other fragments of the broken device observed. The surgeon used an impactor from another set that was immediately available to continue seating the component. The surgeon seemed satisfied that he was able to complete positioning of the tibial tray in its intended position. The outcome for the patient was not affected by the event. There was no delay to the surgery and no adverse event reported by the surgeon during the case. The rep observed the surgeon performing a wash out of the right knee after cementing the definitive implants, before closure. The pieces of the broken impactor were retrieved by the scrub nurse during the case and photographed by (B)(6) after conclusion of the bi-lateral procedure. The item was then discarded by the hospital. This was a bi-lateral procedure and the event above occured whilst preparing the right knee, the first side operated on. For the subsequent left side another attune fb impactor was sourced from a spare instrument set. As such there was no delay to surgery overall and no adverse event reported by the surgeon after the procedure. Male patient ID: (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.